Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 05/17/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Investigation not complete.

Event description:
It was reported that during a device check the autopulse platform (s/n (B)(4)) intermittently displayed a user advisory 19 (max applied load exceeded) error message. No patient was involved during this event. No additional information was provided.